Manufacturer narrative:
The returned sensors was evaluated. During evaluation, both the sensors were found to be defective. The returned sensor failed continuity testing due to multiple open circuits. The sensors were returned used and could not be tested further.

Event description:
It was reported: "the spectral edge read completely differently on both sides of the brain. There was nothing to suggest these readings were accurate in terms of brain function. The case was cosmetic surgery and one part of the surgery, an eye lift. There was a lot of interference with the diathermy and the sef was, as mentioned totally different. The psi was often affected even when there was no movement or interference the sef appeared completely asymmetrical and not what you would have expected with this patient". No consequences or impact to patient was reported.